Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000114181.

Event description:
It was reported that the patient was unable to place their system into MRI mode and experienced ineffective therapy. Diagnostics revealed high impedances on one lead. Additionally, the patient experienced pain at the ipg site [related manufacturer reference number: (B)(4)]. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the lead and ipg was replaced to address the issue. During, lead replacement the lead was visually confirmed to be fractured. It is unknown which lead is responsible for the issue.